Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of dyspareunia ("she has experienced dyspareunia preventing any intercourse") in a 61 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, nephrectomy (double ureter responsible for renal superinfections leading to a nephrectomy), renal cyst infection (double ureter responsible for renal superinfections leading to a nephrectomy) and urethral cyst. On (B)(6)-2010, the patient had essure inserted. In 2011 she experienced depression ("the patient suffers from a depressive syndrome with no triggering factor which occurred the year following insertion of the essure devices"). Essure was removed on (B)(6)2023. On unknown date she experienced dyspareunia (seriousness criterion intervention required) and vulvovaginal dryness ("probably also related to vaginal dryness"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy.). At the time of the report, the outcomes for these events were unknown. The reporter considered depression, dyspareunia and vulvovaginal dryness to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of dyspareunia ("she has experienced dyspareunia preventing any intercourse") in a 61 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, nephrectomy (double ureter responsible for renal superinfections leading to a nephrectomy), renal cyst infection (double ureter responsible for renal superinfections leading to a nephrectomy) and urethral cyst. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced depression ("the patient suffers from a depressive syndrome with no triggering factor which occurred the year following insertion of the essure devices"). Essure was removed on (B)(6) 2023. On unknown date she experienced dyspareunia (seriousness criterion intervention required) and vulvovaginal dryness ("probably also related to vaginal dryness"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy.). At the time of the report, the outcomes for these events were unknown. The reporter considered depression, dyspareunia and vulvovaginal dryness to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: upon receiving a new follow-up information, it was confirmed that cases (B)(4) are duplicates of each other. Therefore case (B)(4) needs to marked for deletion. All information including source documents, events, reporters, references has been transferred to retention case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of dyspareunia ("she has experienced dyspareunia preventing any intercourse") in a 61 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, nephrectomy (double ureter responsible for renal superinfections leading to a nephrectomy), renal cyst infection (double ureter responsible for renal superinfections leading to a nephrectomy) and urethral cyst. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced depression ("the patient suffers from a depressive syndrome with no triggering factor which occurred the year following insertion of the essure devices"). On unknown date she experienced dyspareunia (seriousness criterion intervention required) and vulvovaginal dryness ("probably also related to vaginal dryness"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy.). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered depression, dyspareunia and vulvovaginal dryness to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.